Manufacturer narrative:
Follow-up # 1 (03/04/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 3/16/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate readings on the patient's one touch ultra 2 meter. The reporter mentioned that on an unspecified time at night on (B)(6) 2011, the patient tested their blood glucose and obtained a 400 mg/dl and 123 mg/dl. Readings were taken less than 20 minutes from one another. The patient took their usual dosage of medication (insulin) and approximately 20 minutes later, the patient developed symptoms of feeling shaky, sweaty and was feeling hot. The patient did not seek any medical attention or contact their physician for assistance. The test strip vial was not cracked or broken. The test strips was not opened longer than the expired date. The technique of applying blood on t he test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged high readings, the patient took their usual dosage of insulin and later developed symptoms suggestive of a serious injury.